Manufacturer narrative:
The light head cover was examined by a berchtold field service technician. Upon visual examination, it was determined the light head cover was off of the light. The tech discovered the back side of velcro holding on the cover had become unglued. Tech replaced and secured the cover and performed pull tests. Light was returned to service.

Event description:
It was reported that a light head cover allegedly fell during a procedure. There was no report of injury to the pt.